Manufacturer narrative:
DHR indicates that the product deroyal surgimate 35w #(B)(4) was manufactured on 10/14/2013. DHR investigation did not show issues related to the complaint. The device sample was received by the MFR, but the investigation is still on-going.

Event description:
Complaint alleges: staples being malformed. No reported pt injury. Current pt condition unk.